Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the front panel keypad being misaligned. It is not known how the front panel keypad became misaligned. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.